Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced pain at the ipg site due to ipg flipping in the pocket. As a result, surgical intervention was undertaken where in the ipg was relocated and repositioned, resolving the issue.